Manufacturer narrative:
Product analysis: the catheter exhibited a severely torsional kinked 51 cm from the distal tip. The outer jacket of the shaft showed exposed braid due the severe kink. The tip of the catheter was round and smooth. No other damage noted to the catheter. Dried thrombus and the torsional kink prevented from flushing the catheter with water or passing an in-house wire thru the lumen. Due to the damage to the catheter further testing could not be completed. Actual inner and outer diameter met specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A launcher guide catheter was attempted to be used. A radial approach was used. The device was removed from the packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. Resistance was encountered when advancing the device. Excessive force was not used. It is reported that a 0.014 x 180 wire was unable to be passed through the catheter and upon removal the proximal portion of the catheter was noted to be severely kinked. No patient injury is reported.